Event description:
Event description: wire was used in a pcnl. Was being used through a navi guide and after multiple passes through the needle, the coating got frayed from coming in contact with the needle tip. Item was disposed of and then a new wire was opened and used. I don't have all the information due to it being disposed of. No reimbursement or replacement needed just wanted to inform this issue I saw when observing. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: dispose product and get new product what is the next course of action?: get new wire for doctor patient present at time of event?: yes patient complications: no patient complications. Image provided on (B)(6) 2024. Additional information provided from distributor's report 2 july 2024: question: if there was a procedure involved, was it for treatment or diagnosis? Answer: treatment question: was this the first time the device was used (not resterilized or reprocessed)? Answer: yes question: how was the procedure completed (with another of the same device, with a different device, etc.)? Answer: with another of the same device question: if there was a procedure involved, what was the anatomy location? Answer: on the persons left side of their back when entering the left kidney question: were metal cannulas used during procedure? Answer: no question: which device was used with the wire when the issue was found? Answer: navi guide question: was a double wire guided cannulation done, during the procedure? Answer: no question: was the problem noticed during insertion or retraction of the wire? Answer: insertion question: what devices were used with the wire during the procedure? Answer: navi guide question: how many device exchanges were done before noticed the issue? Answer: 5-8 good faith effort response from distributor received 2 july 2024: the complaint is for zip wire. The upn m0066802230. The lot number was unavailable. The patient information is unavailable.

Manufacturer narrative:
It was reported that the device was disposed; therefore, no physical analysis could be performed. The lot number for the device was reported as unknown; therefore, fields within section d4 could not be completed, including the UDI number. Attempts were made to obtain information on the suspect medical device. Per the distributor, "the complaint is for zip wire. The upn m0066802230. The lot number was unavailable." The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The customer supplied image presented skived/cut damage exposing the metallic core wire at an unknown distance from the distal tip. As noted in the device instructions for use (dfu) warnings: do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. As noted in the device instructions for use (dfu) precautions: the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.